Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective plug unit and printed circuit board led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope experienced a fuzzy screen when the plug unit is connected. This issue happened during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.